Event description:
The customer reported that she was having delivery issues on her insulin pump and experienced low blood glucose of 45 mg/dl as a result of manual injection. The customer had experienced a high blood glucose of 378 mg/dl and reverted to injection, after changing the reservoir and set for her insulin pump multiple times. She overcorrected with her manual injection, which reportedly caused the low blood glucose. While experiencing high blood glucose, the customer's symptoms were thirst and frequent urination. Troubleshooting was performed. It was found the insulin pump was working as designed, and the infusion set cannula was neither bent nor occluded. The customer stated the site was neither sore nor irritated and the insulin was clear and unexpired. She was advised to change the entire set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).